Event description:
It was reported that a hardware removal was performed on (B)(6) 2014. The patient was originally implanted with a straight wrist plate on (B)(6) 2013. The plate was discovered to be broken on an unknown date. The patient was revised to a locking compression plate wrist fusion straight. The procedure was successfully completed with no patient injury reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.